Event description:
It was reported the mcl20, mcm20 and prw35 were used during a radical cystectomy and ileal conduit. It was reported the surgeon was firing the clips along the peripheral tissue and noticed oozing after a short amount of time. The clips appeared to be firing fine. This happened with two mcl20 devices and one mcm20. A ussc surgiclip was opened to complete the procedure. The prw35 jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; feedbar bonded to applier floor due to excessive dried body fluids. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, abc)no; clip in jaw, abc)no; clip stack pressure, abc)good; clip staging, a)poor b)n/a c)good; clip track location, abc)good; condition of cartridge cover tabs, abc)good and total # clips remaining, a)5 b)0 c)15. Functional tests & results: anti-backup functional, ab)n/a c)yes; clip form properly, ab)n/a c)yes; clip feed properly, ab)n/a c)yes; cycle applier, ab)no c)yes and lockout functional, a)n/a bc)yes. Analysis conclusion: a)it was concluded that reported incident during surgery may have been due to dried body fluids adhering feed bar to applier floor. Feedbar could not be extricated and no functional testing could be performed. B)no conclusion could be reached as to what may have caused reported incident during surgery. Applier was received empty and locked out and no functional testing could be performed. C)it was concluded that applier was conforming with regard to clips feeding and forming. Applier was received in good physical condition. Instrument was examined and was found to be functional. Applier was cycled, fed, and formed remaining 15 clips within design specification and without incident. A)briefly swishing appler with saline solution uses will reduce occurrence of this incident. Abc)each instrument is evalauted during assembly process to ensure that it functions properly.